Event description:
It is reported during surgery in 2006, the doctor reamed to a 9mm. He used cut block, however, but did not re-ream after the head was removed. Once canal was prepared, he placed provisional assembly in canal. It sat about 1mm proud, so he tapped it in . After trialing, he removed assembly by using mallet on handle. As he removed provisional, the proximal portion came out and distal portion stayed in. Doctor fully opened up humerus to get piece out. Upon inspection, he found threaded distal tip of proximal body broke off in distal body and threaded distal tip had dropped down below top edge of distal trial hole. Doctor opted to do a hemi on patient (vs. Planned total) due to length of time already spent in surgery. Patient was female who had a previous operation on the humerus thus some bone remodeling had occurred (seen on x-ray).

Manufacturer narrative:
Evaluation summary: device meets dimensional and material specifications where measured. Evaluation codes: the device exhibits fracture damage above the last thread. The distal trial was returned along with the fractured portion of the proximal trial in the threads of device. There is heavy gouging to proximal end of distal trial which may have occurred while device was being removed. Fracture appears to have occurred by repeated impact loading. Energy dispersive spectroscopy analysis of the component material showed elemental peaks that are typical. Investigation by manufacturer indicates that the device may have been cracked as manufactured, leading to the fracture.